Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated they know the stimulator is not working well because they are going to the bathroom so much. Last week patient changed the program and they would like help changing programs again today. They also mentioned sometimes the stimulation hurts in their rectum when they lay down at night. They have been having the therapy problems on and off for about a month and have tried multiple programs. They also mentioned that they have noticed their therapy has been off at times and last week when they were recharging they saw a message to call medtronic. They could not recall any other details of the message. Reviewed that therapy will turn off when changing programs or if the ins battery gets too low. They confirmed they understood this. Reviewed handset use. Confirmed therapy was on and reviewed how to change from program 5 to program 6. They increased amplitude to 0.7 where stimulation was comfortable. They will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists.

Event description:
Additional information was received from a patient. The patient reported that it was working fine just every time they charged it when it gets to 90% it says error and a code to call medtronic unexpected error code 0x104091e3. The code was cleared up and they finished charging. The reported issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.